Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('damaged by it/had it removed') in female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure.